Event description:
It was reported that during a radical salvage prostatectomy the customer noticed that the prograsp forceps was not articulating. When trying to remove the prograsp forceps from the abdominal cavity, it presented resistance, and the customer had to dislocate the trocar and the cannula seal together with the instrument. When analyzing the prograsp forceps, it was verified that the connection between the rod and the articulation presented a rupture. The customer reports not having identified any instrument malfunction at the beginning of the use. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the prograsp forceps by the customer, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The prograsp foceps instrument was requested to be returned for failure analysis testing, but it has not yet been received as of the date of this report.